Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown type of procedure in the stomach. According to the complainant, during the procedure, the clip was unable to be opened; it seemed to be stuck. They finished the procedure with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
Upon investigation, it was noted that the sheath grip was detached from the over sheath. The device was fully deployed, and the clip assembly was not returned. As evident by the sheath grip being detached from the over sheath, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
(B)(6). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown type of procedure in the stomach. According to the complainant, during the procedure, the clip was unable to be opened; it seemed to be stuck. They finished the procedure with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.